Event description:
It was reported that an expired product was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product implanted probable root cause: design inadequate shelf life for product. Application failure to verify expiration status of product prior to surgery the reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. H3 other text : 81.

Event description:
It was reported that an expired product was used.